Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail std neck got jammed in -3 and +0 unipolar trials. The surgeon needed to use a mallet to separate the two pieces. Broke neck trial ring trialing the +0.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.